Event description:
It was reported that the pump indicated a data log corruption which resulted in the profiles and/or settings being erased. As a result, the customer went to the emergency room (ER) and subsequently admitted to the hospital on 11/18/2021 with a blood glucose (bg) in the 400 mg/dl range and an unknown ketone level due to "water toxicity from drinking too much water due to high bg". Customer was treated with saline and released from the hospital on 11/24/2021 with no permanent damage and the issue resolved. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.